Manufacturer narrative:
Concomitant medical product: 5076-52 lead, implanted: (B)(6) 2018. Evaluation summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated cardiac compass data was missing/invalid. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an observation for invalid cardiac compass data. It was noted that this was due to the device having been programmed to allow it to collect more than 24 hours' worth of data. The device remains in use. No patient complications have been reported as a result of this event.